Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Manufactured on september 21, 2012 to september 24, 2012. Evaluation summary: the sample was received for evaluation. A visual inspection identified that the blue winged luer cap was missing. Since the device was received out of its original packaging it is unknown if the cap was in the original packaging before opening, the cause of the missing component could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a small volume intermate had an unknown issue. The reporter stated that this was identified before patient use. There was no patient involvement. No additional information is available.